Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient's blood glucose was low and the patient was treated with a sugary drink and food by the parent. At some point during the event the patient lost consciousness and was unresponsive when the bg finger stick was 1.9 mmol/l and the cgm value was 5.5 mmol/l. After the treatment with food the blood glucose rose and the patient fully recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.